Event description:
User reports, that while in weaning-mode, while protected flow is activated, the level drops past the red level-sensor, the machine alerts but the art-pump continues spinning.

Manufacturer narrative:
Quantum level sensor was returned to spectrum medical where a crack was found in the housing of the level sensor. It is beleived that the sensor has accidentally gotten wet and the crack in the case allowed for water ingress on the circuit which led to false readings.